Event description:
The nurse reported that a posterior capsule tear occurred and then the anterior vitrectomy probe was difficult to connect to the system. The nurse was able to connect the vitrector with some struggle. The surgeon was able to complete the case. Additional info received from the nurse stated the pt had post retinal detachment with a hardened cataract. The surgeon did not fault any alcon product. The case was highly complicated due to the pt history. The surgeon anticipated the posterior capsule tear due to the complexity of the case. The nurse declined to release more info.

Manufacturer narrative:
The company service rep examined the system and confirmed the vitrectomy connector was difficulty to engage. The cpc connector was replaced to mitigate the difficulty connecting the anterior vitrectomy probe to the system. The cpc connector was disposed of in the field. The system was then tested and met all product specs. The root cause of the pt event cannot be determined in this investigation. Posterior capsule tear is an issue that is occasionally reported with cataract surgery. A review of complaints for the last 24 months did not indicate any additional reports for this system. A review of the service history of this system for the last 24 months did not indicate any additional, related unplanned service requests for this system.